Event description:
A system operator reports the laser stopped firing approximately 22% into procedure and the surgeon was unable to compete the surgery. Follow-up with the system operator indicates the surgeon is waiting to retreat until the pt is stable. The system operator stated the pt was doing well. Additional info provided by the system operator 5.5 months following the initial procedure indicates the pt is still doing well and the surgeon does not feel the pt was injured by the event. No additional procedures had been performed on this pt.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter, which the agency informed alcon that (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting that event date. This MDR filling is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the device. The fse was able to duplicate the laser not firing due to the thyratron even though the digitizer joulemeter would still report an energy reading to the computer. The fse replaced the digitizer joulemeter and the laser chassis which contains the thyratron. A successful system verification was performed prior to departure. Both parts were tested by manufacturing. Manufacturing confirmed the thyratron was causing the laser to fire intermittently and also found a gas leak through the exhaust solenoid. The joulemeter was tested and found to be functioning normally. Conclusion: based on the results of this investigation, the root cause of the laser not firing was component related, specifically faulty thyratron in the laser chassis assembly.